Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery pocket opened. The pocket incision opened. The patient had wound failure from past surgery. The battery was replaced and put in a new location. The issue was reported to be resolved. No further complications were reported.